Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the s-ram memory circuit board was defective and was replaced. The software was reloaded and the system was tested and found to be working as intended and placed into service.

Event description:
It was reported that the system 2500 displayed a checksum error upon initialization. There was no adverse patient involvement reported. There was no patient information reported.